Manufacturer narrative:
Additional information provided in d.9., h.2., h.3., h.6. And h.11. No technical inquiries were received from the customer. One opened probe with tip protectors in trays was received for the report. The sample was visually inspected and found to be nonconforming with white foreign material on the port face and inside the port. The sample was then functionally tested for actuation and cut. The sample was found to be conforming for both tests. The probe was disassembled, and the components inspected. Nominal wear on inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. Excessive adhesive was present on the diaphragm/extension bonded area. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a nonconformance review of the reported lot. A nonconformance was found. This non-conformance could have potentially contributed to the reported event. Two non-conformances were completed for trending the defect of excessive adhesive at the diaphragm/extension bonded area. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, excessive adhesive at the extension/diaphragm bonded area and cannot be ruled out for the actuation problem as reported. The returned sample functionally met specifications; however, a non-conformance was opened for the excessive adhesive observed the diaphragm/extension bonded area and two non-conformances were closed for the defect of excessive adhesive at the diaphragm/extension bonded area. A nonconformance investigation was completed to investigate the trend identified for probes with would not cut or actuate issues. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that vitrectomy cutter stopped working (actuation problem) during surgery. The surgery was completed after replacing the product with another one. The procedure type was unknown. The condition of aspiration is unknown. There was no patient impact.